Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging cough, headache, pressure in chest, difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to a CPAP device's sound abatement foam. The patient has alleged cough, headache, pressure in chest, difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Device booted successfully and provided airflow. Secondary findinds: base unit and modem error log showed 0 errors. The dust/dirt contamination found on the front panel, blower box and on the motor casing/impellers was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. Fibrous, hair-like contaminate found within the humidification unit. Dirt/ dust found within the humidification unit and around the outer edge of the heater plate. The presence of contamination throughout the airpath, suggests a source external to the device pil is unable to address the symptoms described. Pil can confirm that there was no evidence of sound abatement foam degradation/ breakdown observed in the base unit. Pil confirms the presence of contamination in the air path. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section d8, d9, h2, h3 and h6 were updated in this report.